Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not yet received the vessel sealer instrument for failure analysis. Therefore, the root cause of the customer reported failure could not be determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. This complaint is being reported due to the following conclusion: it was alleged that during a da vinci-assisted surgical procedure, the vessel sealer instrument did not seal properly. While there was no patient harm, adverse outcome or injury reported, recurrence of the reported malfunction could cause or contribute to an adverse event. It is unknown what caused the sealing issue.

Event description:
It was reported that during a da vinci-assisted total benign hysterectomy surgical procedure, the intuitive surgical, inc. (Isi) clinical territory associate (cta) called to report that the vessel sealer instrument was not sealing properly. The surgeon was sealing from different angles and they ended up having to open up another bipolar instrument to control the bleeding. It was confirmed that the vessel sealer instrument had successfully completed a seal prior to when the reported issue occurred. During the sealing sequence thermal effect to the patient's tissue was observed and the system generated appropriate audible tones for the sealing cycle/completion of sealing. No error messages or codes were generated. The vessel sealer instrument did not encounter any obstructions between the instrument jaws. The procedure was completed with no report of patient harm, adverse outcome or injury. Isi followed up with the cta on (B)(6) 2019 and obtained the following additional information: the cta confirmed that the vessel sealer instrument was sealing fine for smaller vessels prior to when the insufficient sealing event occurred. The cta confirmed target tissue was less than 7mm in diameter and the vessel was not calcified. It is not known if the patient had undergone any pre-surgical chemotherapy or radiation treatments. The amount of bio debris on the jaws of instrument was reported to be nothing abnormal. . The surgeon suspects vessel sealer instrument lot # m10181210 may be defective. The cta stated that the surgeon was able to control spot bleeding with the pk instrument. The patient did not require medical intervention nor a blood transfusion.

Event description:
.

Manufacturer narrative:
67 : intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigation did not replicate nor confirm the customer reported complaint of "it's not sealing properly". The electrical continuity test passed. The instrument was placed and driven on an in-house system. The instrument passed the initialization tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. Grip force readings were above the minimum requirement. Electrode gap inspection was tested and passed. Energy activation test was then conducted on system. Wet paper towel was held between grips and began to smoke when energy pedal was pressed. Steam generation from the towel indicated active power and a complete circuit. The instrument was ready for use. No loss of power and no intermittent energy were observed. The instrument was fully functional. No errors occurred during in house testing. Review of logs did not find any errors during its use on may 24, 2019.